Manufacturer narrative:
(B)(4)

Event description:
It was reported that the system was explanted due to pocket erosion. One week post implant hematoma was observed and as a result the physician reopened and resealed the pocket. It was later reported that the patient had bleeding at the pocket site. The physician believed that at generator change cautery was applied to remove the non-dissolvable antibiotic pouch and may have led to the tissue dying. The patient was downgrade to a dual chamber. The new system was implanted sub-pectorally. The patient was still in hospital but was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.